Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, gravity testing, and leak testing were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.